Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the highly calcified and moderate to severely tortuous mid left anterior descending artery. The target lesion was pre-dilated with a 2.50 mm semi-compliant balloon. A 3.50 x 38 synergy was deployed with no issues at 11 atm and post-dilated with a 3.50 mm non-compliant balloon. A type 2, flow-limiting dissection was noted and a 3.50 mm drug-eluting stent was deployed to restore flow and cover the dissection. The procedure was completed successfully and the patient was stable post procedure.